Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 288 mg/dl, and the meter bg reading was 188 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 40 mg/dl. Customer consumed carbohydrates and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and was released from the ER 2 hours later with the issue resolved and no permanent damage. System check with tandem technical support additionally identified that the cartridge had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. No additional patient or event information was available.